Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported finding several cases in which he had to explant glaucoma shunts due to a blockage. In two cases the replacement of the device was necessary. A follow up medical visit has been scheduled in two months. Additional information has been requested. This is one of two reports being filed for this facility. This report is for two patients who underwent replacement of the device.